Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, presumed to be peritonitis, coincident with automated peritoneal dialysis therapy. The presumed peritonitis was manifested by cloudy effluent. The cause of the presumed peritonitis was not reported. Treatment for the presumed peritonitis event was not reported. It was not reported if the patient was recovering or was recovered from the presumed peritonitis event. No additional information is available.